Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed a crack on the front cover. During evaluation the unit was able to power on, however, the device display incorrectly illuminates the lcd display digits. The digits frequently illuminate incorrectly as "8". A foreign contaminant was identified on the system board and technology board, which caused the incorrect illumination of the led digits.

Event description:
It was reported that the device was reading incorrectly on all patients. Customer states that it reads 8.8 for all. No known impact or consequence to patient.